Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject lead dislodged. Due to the dislodgement, inappropriate pacing therapy was applied by the pacing system. X-ray imaging showed that the led tip of the petite 52erb had been dislodged to the proximal side. The lead body was observed to have been pulled up and it was less curved inside the heart than at the time of the implantation. A scheduled re-intervention was performed. A lead pull test confirmed a secure connection between the subject lead and the associated pacemaker. The subject lead was subsequently re-fixed in the right ventricular apex, and the procedure was completed. The physician noted that the patient showed signs of heart failure and the heart has been dilated, which might have been the cause of the ventricular lead dislodgement.